Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(66) 2015, a reporter for the lay user/patient contacted lifescan (lfs) colombia alleging that the patient¿s onetouch selectsimple meter was reading inaccurately erratic and also inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015 at 08:00pm the patient obtained results of ¿146 and 164mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lifescans criteria for precision. The reporter also claimed that the subject meter read inaccurately high in comparison to a lab device, however could not provide results obtained on the subject meter or lab device. The tests were performed within 10 minutes of each other. The patient manages her diabetes by self-adjusting her insulin doses and has exercised for the past five years. The reporter claimed that at 08:05pm on (B)(6) 2015 the patient became ¿dizzy¿ and ¿fainted¿, however denied that she received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state - the retain test strips failed the performance testing with blood and were found to be have low bias accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.